Event description:
Literature review titled "multiplex cd30/carbonic anhydrase ix lateral flow assay for rapid triage of suspected bia-alcl in peri-implant seroma fluid¿ reported 25 cases of "benign seromas" were tested. This record is for an unknown side. Device status unknown. Manufacturer of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: seroma. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Article citation: xu, peng et al. ¿multiplex cd30/carbonic anhydrase ix lateral flow assay for rapid triage of suspected bia-alcl in peri-implant seroma fluid.¿ aesthetic surgery journal, sjag066. 30 mar. 2026, doi:10.1093/asj/sjag066. Continued e1 e-mail address: (B)(6).